Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the lifetime of the implant, a possible lead fracture was noted on the right atrial (ra) lead. The lead was programmed off. It was further noted impedance fluctuated, increased thresholds, possible noise and possible fracture were noted on the right ventricular (rv) lead. The lead was re-programmed. The leads were capped during a routine changeout procedure and the complete system was replaced on the opposite side. No patient complications have been reported as a result of this event.